Manufacturer narrative:
Continuation of d10: product ID 388928 lot# unknown serial# implanted:(B)(6) 2019 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for faecal incontinence. It was reported that patient who had implantable neurostimulator (ins) inserted in 2019. It has not worked and I have given them  a colostomy. The patient was having an explant of the ins after receiving a colostomy. On (B)(6) 2024, patient had an incomplete removal as the lead fractured and was partially explanted. The lead has fractured on the distal marker of the tines. The distal portion of the lead remains in implanted position, with retained 4 active electrodes and one 1mm metal segment. Site became infected. The battery pack and wire extending to the active electrodes was removed, and healthcare professional (hcp) personally saw this in theatre.  Two incisions were made, one near the battery pack and the other about 2-3cm cranial to the sacral dimples on the side of the implant to assist with removing the wire. There was no palpable device/foreign body felt on the posterior sacrum and consistent with this, image intensifier x-ray images at that time did not demonstrate any foreign body above the sacrum.  Hcp did not have access to x-rays from the time of insertion or prior to our attempted removal. Patient unfortunately developed a wound infection at the extraction incision overlying patient cranial sacrum.  The organism is pseudomonas aeroginosa, which is not a typical skin organism (and it was also cultured in her urine, but never in blood stream). Patient has been treated under care of infectious diseases and they have recommended long term/life long antibiotics unless the foreign body can be removed. Hcp further noted that the wound infection is some 6cm away from the sacral foramina where the foreign body is and patient had no systemic spread of infection at the time of surgery or following.  The retained foreign body is largely in the pelvis cavity and the sacral wound has healed, so hcp didn't know if there is a deep-seated prosthesis related infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported patient was not responding to therapy. The ins will not be returned. Rep stated hcp would like to know next steps for infection.